Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. Proper user instructions are addressed in the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed to use aseptic technique when performing peritoneal dialysis therapy to reduce the possibility of infection. A review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during initial drain while the patient was connected. The patient stated they forgot to put on their face masks while connecting to the homechoice. The patient opted to end therapy for the night. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time